Manufacturer narrative:
Submit date: 2/2/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient was implanted with the device on the (B)(6). The patient had a fever, abdominal fluid turbidity and abdominal pain on the (B)(6) forenoon. The doctor took the turbid liquid, the tunnel needle, the guide wire, the puncture needle, antiseptic wipes, scalpel and the hospital dress for testing and no germs were found. The doctor suspected it was related to the catheter. The patient is undergoing anti-infective therapy. The patient is in the hospital due to peritonitis. It is unknown if the catheter is still in place.